Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, and a cracked and scratched display window.

Event description:
Customer reported issues with the insulin pump. The location of the damage is on the upper right hand corner on the glass of the insulin pump. The insulin pump will be replaced. Nothing further reported.